Event description:
Event description: customer reports that: the zipwire guidewire material showed contamination inside the package at the time of opening. Date (B)(6)2022. .

Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Multiple attempts were made to obtain additional information, including initial reporter information. To date, no additional information has been provided. If there is any further relevant information provided, a follow up medwatch report will be submitted.